Event description:
Stroke [cerebrovascular accident] . Case description: initial information received on 19-may-2016: this spontaneous medical device report was received from a physician and nurse practitioner concerning a patient (age, gender not provided). The patient's medical history included carotid stenosis. Concomitant medications were not provided. The patient received therasphere 12 gbq dose (lot number and expiration date unknown) on (B)(6) 2016 to the right lobe for an unknown indication. On (B)(6) 2016, two hours after treatment with therasphere, the patient experienced a stroke. Over the weekend of (B)(6) 2016, the patient died. Both reporters assessed the event as not related to the use of the therasphere but the reporting nurse practioner believed the cause was a carotid stenosis. The company assessed the event of cerebrovascular accident as serious (death). Follow-up information is being requested. Follow-up information was received on 27-jun-2016: the nurse practitioner indicated that no further information would be available from her or the physician but indicated that the request was forwarded to their risk management staff for handling. Case comments: cerebrovascular accident is considered unlisted according to the therasphere current reference safety information. In opposition to the reporter's assessment, the company considers the event of stroke as possibly related to the use of therasphere due to the close temporal relationship. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Stroke [cerebrovascular accident]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a physician and nurse practitioner concerning a patient (age, gender not provided). The patient's medical history included carotid stenosis. Concomitant medications were not provided. The patient received therasphere 12 gbq dose (lot number and expiration date unknown) on (B)(6) 2016 to the right lobe for an unknown indication. On (B)(6) 2016, two hours after treatment with therasphere, the patient experienced a stroke. Over the weekend of (B)(6) 2016, the patient died. Both reporters assessed the event as not related to the use of the therasphere but the reporting nurse practioner believed the cause was a carotid stenosis. The company assessed the event of cerebrovascular accident as serious (death). Follow-up information is being requested. Case comments: cerebrovascular accident is considered unlisted according to the therasphere current reference safety information. In opposition to the reporter's assessment, the company considers the event of stroke as possibly related to the use of therasphere due to the close temporal relationship. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.